Manufacturer narrative:
The analyzer serial number is (B)(4). The customer's calibration and qc were within specifications. The sample is no longer available for investigation. Therefore, further investigation could not be performed. Product labeling states: "the detection of igm antibodies against t. Gondii in a single sample is not sufficient to prove an acute toxoplasma infection since elevated igm antibody levels may persist even for years after initial infection. Further tests or a combination of test methods should be done for clarification." The investigation did not identify a product problem.

Event description:
There was an allegation of questionable elecsys toxo igm results for 1 patient on a cobas 8000 e 602 module. On 21-may-2024 the toxo igm results were 1.10 coi and 1.10 coi (both reactive). The toxo igm result was 0.04 index (non-reactive) with the abbott method. The toxo igg result was 0.20 iu/ml (non-reactive) with the abbott method.